Event description:
Spontaneous call from patient who said he was receiving an alarm on both pumps with current cassette but had no issues when using different cassettes. Patient unable to provide any error messages and just stated it was beeping with nothing displayed on the screen. Serial number not provided. Patient reported cassette product complaint and said it was not an issue with his pumps. Unable to troubleshoot as pump was not alarming when patient called in. Patient requested replacement cassette. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is not applicable as no pump alarm was reported. Pump return tracking information is not applicable as no pump issue was reported. Photographs were not provided. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? No. Did we replace device? Requested replacement. Did the patient have additional cassettes they were able to switch to? Yes. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.